Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the lancet protrudes beyond the end cap of the softclix lancing device. No adverse event reported. Requested return of the alleged lancing device for evaluation and replacement was sent.